Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that an led cover was found to be missing from the tibial/pelvic tracker during testing conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that an led cover was found to be missing from the tibial/pelvic tracker during testing conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.